Event description:
"One dsb 1.5cc prepared & was delivered using the coaxial micro-catheter successfully into the ccf. Second dsb 1.5cc prepared & during delivery, balloon burst before reaching rated volume. Third dsb 0.9cc was prepared and delivered successfully. Fourth dsb 0.9cc again burst before reaching rated volume. The procedure was postponed for a second sitting."